Event description:
During operation by a zoll sales rep the device did not produce any beeps or sound, the pacer rate did not work, the shock button did not work and the image on the monitor was upside-down. There was no pt involvement in the reported malfunction.